Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a loose lens, which caused the image to not display properly. The event occurred at maintenance. There were no reports of patient involvement.